Manufacturer narrative:
The reported event that unknown_(B)(4)_product was alleged of 'cold welding' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the incorrect extraction of the plate due to cold welding of the screw to the plate and bone ingrowth surrounding the implant. The device inspection revealed the following: only part of the plate was returned and it did not contain either the catalog or lot number, therefore the plate could not be identified. The identification of the screw was confirmed. The head of the screw is severely damaged. This was probably inflicted due to the several attempts of removing the screw. Additionally, in the back of the plate, it can be seen that there is a piece of bone still stuck in the junction of the screw with the plate. If one considers the visual inspection it wan be stated that the event probably occurred due to bone ingrowth and cold welding of the screw to the plate. There is a note in the implant extraction set that explains what to do in case this happens, and if this is followed, successful extraction could be achieved. Note, as stated in the implant extraction operative technique (ies-st-1 rev 3 implant extraction set): ¿plates: to remove any plate, first extract all screws by using the appropriate size screwdriver bits. Remove the plate by using a regular forceps. The development of locking plate technology has lead to ¿cold welding¿ of screws to the plates. In this case, cutting tools for metal have to be used for the removal of the screws. In order to help protect the soft tissue from excessive heat and metal debris accumulation, irrigation and suction should be used in combination with cutting tools. Warning: if screws are cold welded to the plate, carbide drills may be required. The extraction set does not feature carbide drills or any other instruments to remove cold welded screws.¿ [original statement(s)] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During removal the surgeon was unable to remove the distal screw. He decided to cut the plate and try to unscrew the screw with the plate. During removal the ulna fractured.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During removal, the surgeon was unable to remove the distal screw. He decided to cut the plate and try to unscrew the screw with the plate. During removal, the ulna fractured.